Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential tamping issue. The exact root cause was unable to be determined. The likely cause was determined to have been insufficient tamping resulting in incomplete hemostasis and insufficient visibility of the compaction marker. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that immediately after hemostasis was completed using the angio-seal device, the patient complained of pain and bleeding was noted. During hemostasis, the tamping marker was not exposed. The anchor and collagen sponge were successfully deployed. A 3 cm of hematoma was noted at the puncture site. Hemostasis was successfully achieved by manual compression. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8.7 mm. The patient recovered. The estimated blood loss was less than 250cc. Computed tomography (CT) performed to diagnose the bleed. Ultrasound performed to diagnose the bleed. Medication:clopidigrel dose - unknown, aspirin dose - unknown.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3: patient sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6b: explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.